Event description:
It was reported that the patient experienced her power sources changing from one to the other source earlier than expected, as well as low priority alarms and beeps. The facility performed a controller exchange, removed the controller and all six (6) batteries from service and provided the patient with replacement devices. There was no reported patient injury as a result of this event. This MFR report is 4 of 6 related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller and six batteries were returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller and batteries passed visual examination and functional testing; devices performed per specification at bench level. Log file review and analysis did not confirm the reported event; controller did not exhibit any instances of "critical battery' alarms. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management and was expanded with fsca apr2014.1 to recall certain older batteries. There are no known clinical factors that could have contributed to this event. An internal investigation by the manufacturer has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. **this is 4 of 6 reports (3007042319-2015-01126 and 3007042319-2015-01131) submitted for devices related to the same event.